Event description:
A 3.0mm diameter x 15mm length endeavor rx drug-eluting coronary stent was deployed in the rca # 2 in an attempt to treat a dissection occurred in the rca # 2 using a sprinter legend balloon dilatation catheter for pre-dilatation of the target lesion located in the rca exhibiting 90% stenosis (MFR report# 2953200-2009-01216); however, the relevant device was not able to treat the dissection which expanded. It was reported that during this procedure two other endeavor rx drug eluting coronary stents were deployed at rca # 1 and # 2 in an attempt to treat the dissection; however, the dissection could not be cured and the aortic valve was dissected after all (MFR report# 2953200-2009-01219). The patient was sent to surgery were valve replacement was performed. The patient is reported to be fine and no other sequelae were reported. The physician commented that he did not feel any discomfort during use the relevant product. Medtronic has received the device and its analysis has been completed. The stent was not present on the inflated balloon. There was a clear liquid present in the inflation lumen and the balloon. As per the event description the stent had been deployed with no issues noted. No damage was noted on the returned device. Review of the cine images show the inflation of a balloon, most likely the sprinter legend device in the proximal rca for the pre-dilatation of the lesion in rca #2. The guide catheter tip was deep seated in the proximal rca. The cine images provided show the successful deployment of the endeavor stent at rca #2. The physician was attempting to treat the dissection with the deployment of the relevant stent; however, the dissection could not be cured and expanded. The reported dissection into the aortic valve is evident on the images. Communications from the account confirm that the device was deployed successfully for placement at rca #2. The device has not been identified as the root cause of the event. The possibility exists that the positioning of the guide catheter in the proximal vessel and the treatment of the lesion that exhibited 90% stenosis may have contributed to the dissection but this has not been confirmed. However, vessel dissection is identified as an inherent risk of pci and stenting procedures also, it is known that treatment of a lesion exhibiting 90% stenosis may potentially result in vessel injury.

Manufacturer narrative:
Aortic valve replacement was performed. Evaluation: (cd). Results: dissection.